Manufacturer narrative:
Concomitant medical products: product ID 4965-35 lead, implanted: (B)(6) 2000. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced symptomatic bradycardia and presented to the emergency room. The right atrial (ra) and right ventricular (rv) leads exhibited high thresholds and both were observed with failure to capture. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.